Event description:
During the procedure, the dilator was assembled to the sheath and flushed with saline. The guide wire was inserted and the sheath and dilator were advanced along the guide wire. Later, blood was leaking from the hemostasis valve. A non-abbott catheter was inserted and removed from the introducer about 2 to 3 times, but the hemostasis valve was physically damaged. The procedure was completed without replacing the device and there were no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.